Event description:
It was reported an external water leak was observed originating from an unspecified location of a revaclear 400 dialyzer during hemodialysis therapy. Extracorporeal blood was returned to the patient, the blood lines were changed and treatment was restarted without issue. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.